Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we have a split PICC, it was noticed after a patients arm started to swell. The following was stated by hcp, 'we do not use small syringes so it was not that, I wonder whether it could be the securacath, but difficult to tell.'"